Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open wound with discharge under the vibration box. There was no alleged device malfunction contributing to the irritation. The husband reported the hospital staff placed a salve under the vibration box with one layer of gauze. A nurse confirmed the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open wound with discharge under the vibration box. There was no alleged device malfunction contributing to the irritation. The husband reported the hospital staff placed a salve under the vibration box with one layer of gauze. A nurse confirmed the irritation improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.